Event description:
It was reported that asymptomatic patient presented in clinic for follow up after receiving a patient notifier for the implantable cardioverter defibrillator. Upon interrogation, the device exhibited backup vvi operation. The patient returned to clinic for follow up the next day and the device was restored successfully.

Event description:
New information received notes that the patient was reported as stable before, during and after changes.